Manufacturer narrative:
Submitted: 09/18/2017. The pump has been returned and evaluated by product analysis on 08/29/2017 with the following findings: device evaluation: on investigation, the display screen was blank due to a failed display flex and the battery compartment was cracked.

Event description:
The pump was returned for investigation. Investigation revealed a display issue and a case/condition issue. This report is made based on results of investigation completed on 08/29/2017.